Event description:
Nursing assistant was walking patient from bed to toilet. When patient was turning to position himself on the toilet, the lock on his knee brace released, causing him to lose his balance. The nursing assistant lowered him to the floor. Patient complained of knee pain and was sent to the hospital. A fracture of distal end, right femur was detected. A posterior cast was applied. The knee brace was evaluated by physical therapy and maintenance. It was determined that one of two release latches used to unlock the brace was faulty. This release would not always return to the proper locking position after use. The manufacturer was notified (report attached) and evaluated the brace. He confirmed our evaulation and redesigned the releaseinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: component failure, component failure, other. Conclusion: device failed just prior to use, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.